Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was at 60 mg/dl at the time of the call. The customer stated there is moisture in the edge of the screen. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm or moisture damage under lcd screen, electronic assembly or motor noted. Insulin pump had a cracked case on display window corner, minor scratches on lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.